Manufacturer narrative:
D4 (UDI) and g5 are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms upstream occlusion followed by intermittent persistent audible alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an upstream occlusion" alarm. As part pf the functional test, the device was visually inspected, and a battery loss alarm test was performed. The reported issue was not duplicated as a no disposable alarm test was executed and passed with no issues. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.